Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, .the reported air embolism and myocardial infarction appear to be related to procedural conditions (dilator removed from steerable guide catheter without aspirating and without closing rotating hemostatic valve on dilator). The reported patient effects of myocardial infarction and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was inserted into the left atrium. Upon removal of the dilator, the physician did not aspirate and did not close the rotating hemostatic valve on the dilator. This resulted in an air embolism into the coronary artery. The patient exhibited signs of myocardial infarction, which was self-reversed after 10-15 minutes. Two clips were then implanted, reducing mr to grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported air embolism and myocardial infarction appear to be cascading events of the improper or incorrect procedure or method. The reported patient effects of myocardial infarction and embolism, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The reported improper or incorrect procedure or method was associated with the user not aspirating and not closing the rotating hemostatic valve on the dilator during dilator removal. It was determined that this contributed to the reported adverse events; therefore, a letter will be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. Codes added. H6 medical device problem code: 2017. H6 investigation findings: 114. H6 investigation conclusions: 18.